Event description:
The manufacturer representative (rep) reported that on (B)(6) 2023 the patient's cervical implanted neurostimulator (ins) was being replaced due to issues with the lead and the ins.  The rep reported the pt had been feeling stimulation in the incorrect location and therapy was inconsistent and there was a loss of stimulation.  High impedances were identified on multiple contacts.  Reprogramming was attempted without resolution.  The ins was found to be loose and had moved/migrated in the pocket and the lead was reported to have migrated.   The ins and the lead associated with that ins were replaced, explanted and discarded by the account.  It was noted that the pt hadn't brought their controllers to the procedure.  When the rep had tried interrogating the inss, they had seen the "battery too low" and the "no device found" messages on their tablet, which the rep presumed to be the result of both ins's being too depleted to connect.  The rep was going to open a new controller to charge the pt's inss.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275; product type: 0200-lead; implant date (B)(6) 2018; explant date (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.